Event description:
Reporter stated that a pt's capillary blood pt was tested, using the suspect device, with a result of 5.6 inr. Thirty minutes later, an add'l sample (type not provided), obtained from the same pt, measured 3.0 inr on a laboratory instrument. Reporter noted that pt's therapy was not modified based on the valve obtained on the suspect device. No pt injury was reported and no treatment was received. Valid liquid quality control testing was not performed on the device (facility's control solutions expired in 2003). Technical support requested the return of the suspect product and replacement product was shipped.